Manufacturer narrative:
The device was returned for evaluation therefore, concomitant medical product has been updated accordingly with the new information. Physio-control evaluated the customer¿s device and verified the reported issue. Physio determined that the cause of the reported issue was due to the device readiness indicator. The readiness indicator was out of tolerance causing incorrect icons to be displayed on the device.

Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench). The illumination of all three icons indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use reported for this event.

Manufacturer narrative:
(B)(4). The customer was provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench). The illumination of all three icons indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use reported for this event.